Event description:
Information was received from patient's representative (caller) regarding a patient receiving duramorph via an implantable infusion pump for spinal pain indications. It was reported that the patient had the pump refilled on (B)(6) 2026 and 3 days later on (B)(6) 2026 they ended up in the emergency room (ER) because the patient was in unbearable pain. The caller stated they couldn't manage the pain even with the additional supplemental oral medications, tramadol and oxycodone, and ended up taking the patient to the emergency department (ed). The ER gave the patient dilaudid and tylenol and got the patient's pain under control. The patient was then taken home but has had shaking at times, hot and cold sweats, nausea at time, and had vague complaints that they 'don't feel at times'. The caller mentioned that the patient had good days and was not using any of the oral medications. The healthcare provider (hcp) told the caller that they would decrease the pump by 5% at each refill and turn the pump off, because the hcp did not want the patient to use the pump with oral medications. The caller stated that this didn't make sense as the pump had been working great for 2.5 years and the patient had such a great quality of life under their previous hcp who had the patient using the pump along with minimal tramadol and oxycodone. The caller stated the patient used to take 10-12 per day and now may take up to 4 but some days zero oral medications. The caller wanted to find another hcp to manage the pump. The patient's representative later called back and mentioned that the patient was currently at the hospital and no one in the area seemed to have a way to connect to the pump to analyze the status of the pump. The caller mentioned that the patient's "respiratory status was depressed and not exactly sure why". They needed to know how much medication the patient was getting. Additional information was received 2026-may-12 from a manufacturer's representative (rep) and was confirmed by the healthcare provider (hcp). It was reported that the hcp had decreased the dosage by 5% at refill. It was confirmed by the rep and the emergency room (ER) physician that the amount had been increased by 5% rather than decreased. The managing hcp was aware of the patient's admission to the emergency department (ed). The ER physician consulted the patient's representative and they decided to reduce the dosage by the 5%, returning the dosage to previous levels. Available physicians in the area who may take new patient's was discussed with the patient's representative. A catheter dye study was discussed if there was a concern of infusion. The pump reservoir had expected amount of medication. The patient's family was given the rep's contact information to discuss further care to answer any questions. The cause of symptoms was unknown. It was noted that the patient had an active infection due to a recent leg surgery.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.